Event description:
The technician alleged that the side rail would not stay in the upright position. No pt impact.

Manufacturer narrative:
The technician replaced the side rail end tube to resolve the issue.